Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer failed due to component. Field service engineer reseated all cables and wires, cleaned all the water settled under rowboard a and subsequently replaced rowboard a to address the problem. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation es system mechanical failure and says requires maintenance. The customer reported that whole drawer 2.1 has failed due to liquid spillage inside the drawer and error says requires maintenance, which caused delay in dispensing the medication. There were no adverse events or injuries reported based on this event.